Event description:
According to the reporter, during open cesarean section procedure, while sewing abdominal intradermal, 88 sutures appeared in separated needle and thread. All the suture needles were removed and used the new needle with the remaining sutures to complete the case. It was noted that one suture was defective and the other 87 were returned but was not used in patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eighty-seven device and one image. Photographic inspection noted a needle detached. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cesarean section procedure, while sewing abdominal intradermal, 88 sutures appeared in separated needle and thread. All the suture needles were removed and used the new needle with the remaining sutures to complete the case. There was no patient injury.